Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 360 mg/dl. The customer reported symptoms such as headache and was treated with bolus. Customer's blood glucose value was 360 mg/dl at time of incident. Customer's current blood glucose value was 278 mg/dl. Customer stated that they had high blood glucose level a week ago before and after he started changing his infusion. Customer stated that a couple of days ago the battery went dead and he put a new battery and the pump told him battery out limit. Customer stated that he has been having high blood glucose of 280 to 400 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also stated that they got an external ram crc error and unexpected restart error each two times. Troubleshoot was performed and customer states the alarm received was external ram crc error and unexpected restart error. Customer was assisted in performing a self test and test was passed. The product was returned for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error and external ram crc error alarm anomalies noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.